Manufacturer narrative:
Event date: (B)(6) 2015. Received by MFR date: 10/26/2015. Conclusion / root cause: the blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly. This report is being submitted as part of the remediation for CAPA .

Event description:
The customer reported the ventilator alarmed with blower temperature high occurrence. The customer reported the unit was in use on patient, but there was no patient harm.

Event description:
The customer reported the ventilator alarmed with blower temperature high occurrence. The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.